Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted (B)(6) 2012. According to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.